Manufacturer narrative:
Investigation: bd was not provided with photos or affected samples for catalog 303129 lot 190409 to investigate for this record. 85 reference samples were examined and they did not reveal any damage in hub. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that during use the needle broke at its base when attached to vial with a bd blunt fill needle. The following information was provided by the initial reporter, translated from french to english: the hdj chemotherapy department of our hospital encountered a problem with a pump needle on (B)(6) 2019. Problem description: "when preparing injectable products, the 18g 1.2x40mm needles broke at their base. This happened to 2 nurses with 3 different pumpers. When the needle was introduced into the vial, the needle broke cleanly." Product reference : 303129 lot: 190409 equipment kept: yes, available for analysis additional information from the customer: serious injury? No erroneous results? No course of treatment changed exposure to blood/bodily fluid? No medical intervention? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle broke at its base when attached to vial with a bd blunt fill needle. The following information was provided by the initial reporter, translated from french to english: the hdj chemotherapy department of our hospital encountered a problem with a pump needle on (B)(6) 2019. Problem description: "when preparing injectable products, the 18g 1.2x40mm needles broke at their base. This happened to 2 nurses with 3 different pumpers. When the needle was introduced into the vial, the needle broke cleanly." Product reference: (B)(4), lot: 190409, equipment kept: yes, available for analysis. Additional information from the customer: serious injury? No, erroneous results? No, course of treatment changed exposure to blood/bodily fluid? No, medical intervention? No.